Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following were observed: device imagery was reviewed, confirming the complaint. 3mensio showed tortuosity present in the patient's access vessel. Calcification was present in the patient's access vessels, notably in the aortic bifurcation area. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on the evaluation of the provided imagery. Available information suggests procedural factors (withdrawal of altered balloon profile) and/or patient factors (calcification, tortuosity) likely contributed to the event as the balloon of the associated delivery system burst and calcification and tortuosity were observed in the patient's access vessels. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity, and/or undersized diameters) are present near the sheath distal tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-00337. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, a 26mm sapien 3 ultra valve deployed successfully. However, the physician noted perivalvular leak and decided to post dilate with +1cc of volume. Upon post dilation, a balloon rupture was noted. The physician believed that the balloon had ruptured due to sinotubular junction calcium. The physician pulled the balloon back into the sheath and noted that the sheath tip had split due to this action. The physician attempted to remove the delivery system and sheath as one unit. The physician noted that the iliac artery was attached to the sheath and stopped. The cardiovascular surgeon in room began surgery to repair and control bleeding. Bleeding was able to be controlled, but the patient was still in very critical condition due to issues with coagulation. The patient passed away from the previously noted complications.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, a 26mm sapien 3 ultra valve deployed successfully. However, the physician noted perivalvular leak and decided to post dilate with +1cc of volume. Upon post dilation, a balloon rupture was noted. The physician believed that the balloon had ruptured due to sinotubular junction calcium. The physician pulled the balloon back into the sheath. Per provided image, the distal liner was delaminated and bunched, causing hdpe shaft to roll on itself at the distal end. The physician attempted to remove the delivery system and sheath as one unit. The physician noted that the iliac artery was attached to the sheath and stopped. The cardiovascular surgeon in room began surgery to repair and control bleeding. Bleeding was able to be controlled, but the patient was still in very critical condition due to issues with coagulation. The patient passed away from the previously noted complications.

Manufacturer narrative:
Updated section b5 and h6- component code and device code. Investigation is ongoing.